Event description:
During attempt to cross a highly calcified lesion within the iliac artery, the stent bent and had to be deployed at a location where it was not intended. The second sds was inserted, which also bent during attempt to cross the first stent and dislodged from the balloon. Both stents were removed surgically.